Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that "with the provided CT scan the described loosening can be confirmed. There is radiolucency and some larger cysts adjacent to the tibial as well as to the talar component. There is no clear evidence of migration or subsidence, though. The underlying cause of the failure is likely to be patient related due to poor bone substance." Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on investigation, the root cause was most likely attributed to a patient related issue. The failure was caused by poor bone quality. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery. Reason, pain and evidence of aseptic loosening.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery. Reason - pain and evidence of aseptic loosening.